Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of set leak could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure wa not identified. No further analysis could be performed on unk model and unk lot number.

Event description:
Virtually no info was provided except that the set leaked, no product return is expected because it was discarded. There was no report of pt harm or medical intervention. Although requested, no additional pt or event details were provided by the customer.